Manufacturer narrative:
The lens was returned in a specimen cup. Blood and solution was dried on the lens. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The lens was cleaned with klotho-related protein klrp (klrp) for further evaluation. No "pigment" on the lens was observed. It is possible the dried solution or blood may have been interpreted as the reported "pigment on the lens" complaint. Complaint and product history records were reviewed and documentation indicated the product met release criteria. A qualified associated cartridge and handpiece was indicated. The viscoelastic indicated is not qualified for the product combination used. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the multifocal toric 20.5 diopter (+2.25cyl) add power +2.2 & 3.2 lens model was replaced with a monofocal non-toric non-company 19.5 diopter lens. Due to the exchange of a multifocal toric lens to a monofocal non-toric lens, may suggest that the replacement lens model was an improved choice for the patient's vision needs. The reported "pigment on the lens" complaint was not observed. The lens was cleaned with klrp for further evaluation. No "pigment" was observed. It is possible the dried solution or blood may have been interpreted as the reported complaint. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced poor vision. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was other mechanical complications of lens, pigment on lens. Additional information was received stating that, there was patient harm. The diagnosis of the harm was corneal edema secondary to lens exchange. In the surgeon's opinion, the prognosis is suspected visual improvement once corneal edema subsides.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).